Manufacturer narrative:
The customer replaced all the electrodes on (B)(6) 2020. The field service engineer (fse) found water on top of the cuvettes due to the rinse head water overflowing. The fse adjusted the rinse head water flow. Instrument and ise checks were acceptable. The fse ran a 10 sample precision and obtained expected results. The customer ran calibration and qc with acceptable results. An abnormal aspiration alarm was observed from the day of the event during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. On (B)(6) 2020 patient 3 initial result was 124 mmol/l with a data flag. The repeat from a different c501 module was 134 mmol/l or 130 mmol/l. On (B)(6) 2020 patient 1 initial result was 128 mmol/l with a data flag. The repeat from a different c501 module was 134 mmol/l. On (B)(6) 2020 patient 2 initial result was 127 mmol/l with a data flag. The repeat from a different c501 module was 135 mmol/l. The initial low results were reported outside of the laboratory. The na electrode lot number was f7803. The expiration date was not provided.